Event description:
Unable to remove the torque catheter off the contralateral wire. Case details: it was reported that during deployment of the contralateral attachment system, the contralateral torque catheter could not be removed from the contralateral wire. Both the contralateral torque catheter and the wire were removed in one piece. In the process wire access was lost and was regained an hour and a half later.